Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. DHR review for part #03.616.042 lot #6826713: release to warehouse date: 14-dec-2012, supplier: (B)(4), non conformance reports were generated on this part for feature 4 "parts thread into no go side of gauge". The 25 parts in this lot were reworked and passed final inspection. The relevance of the complaint condition cannot be determined until the product is returned for investigation. Review of the device history records(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking holding sleeve was discovered to be stripped after the wash. There was no procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: upon inspection of the returned device during the investigation requirements review by synthes customer quality engineers, it was discovered that the sleeve was broken at the threads and a fragment was missing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation found the returned device was found to have broken at the distal tip. The device is otherwise in good condition with only minor surface wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.